Manufacturer narrative:
During an internal review on 09-dec-2024, noted a correction to the 3500a initial. B5. Event description included, ¿it was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath and the (reportable issue) issue observed.¿ it should have stated, ¿it was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath and the hemostatic valve was dislodged inside the hub was observed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath and the (reportable issue) issue observed. The dilator was unable to be reinserted into the vizigo sheath through the hemostatic valve. This occurred before the case started. When the sheath was replaced, the issue resolved. Additional information was received on 12-nov-2024. The caller does not recall any damage on the sheath/dilator due to the obstructed sheath. Does not recall any occlusion when irrigating the sheath. Does not recall any material causing the obstruction. At the time of the incident, there had not been any needle inserted into the sheath. It appeared to be the hemostatic valve section where the issue was observed. It appeared that the hemostatic valve was dislodged inside the hub. The brim cap / hub was not detached from the sheath. This event was originally considered non-reportable, however, bwi became aware on 12-nov-2024 that it appeared that the hemostatic valve was dislodged inside the hub and have reassessed the event as reportable. The awareness date for this record is 12-nov-2024.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 09-oct-2024. The device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and microscopic examination of the returned device were performed. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. The dilator was not returned. Microscopic examination of the hemostatic valve surface showed stress marks. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The obstruction issue reported could be related to the hemostatic valve separation. The potential caused of the damage on the hemostatic valve could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism, provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).